Event description:
It is reported that the sales rep was called by the account for a potential wire embolization event via the triple lumen catheter. When the account was asked for details of the event, they would not provide any additional details and they did not want to issue a complaint. The sales rep did provide them with spring wire guide educational materials and he offered to visit and potentially perform an in-service. At this point, no other details will be made known of this event.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.